Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device check, ventricular capture from atrial paces were noted. Upon review, both the right atrial and right ventricular leads were dislodged. Increased capture was noted on the right ventricular lead. Both leads were repositioned successfully on (B)(6) 2018. The patient was stable throughout.